Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the occurrence of "check vent: backup alarm failed" (1104) and the occurrence history on the event log were observed. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) board to resolve issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed circuit printed unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue the pil tech verified that shortly after the power on button was pressed, e1104- backup alarm failed generated during standard test bed (stb) operation. In addition, the pil tech verified that the audible and visual alarm could be temporarily reset but the e1104 remained on the liquid crystal display (lcd) so it would not be forgotten. The pil tech also verified that the e1104 would repeat during the cycling of the stb through the use of the power on/ power off button. The pil tech did induce a hardware power fail condition with the stb. During the hardware power fail condition, the led on the bezel was flashing bright red as expected, however the secondary alarm did not provide, and audible tone as expected. The pil tech verified that the reason for the repeating e/c 1104 and the failure of the secondary alarm circuit is due to a faulty ls1 (secondary alarm buzzer) ls1 has a 319 ohm resistance which is extremely low and the reason for the ls1 failure.

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the device was getting an error code 1104 check vent: backup alarm failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.